Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and salpingitis ('chronic salpingitis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia and abdominal adhesions. Concurrent conditions included rheumatoid arthritis, gerd, hypertension, endometriosis, oligomenorrhea, hydrosalpinx, ovarian cyst, fever, flu-like symptoms and transaminases increased. Concomitant products included esomeprazole since 2018, hydrochlorothiazide since 2016, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems : depression\ psych injury") and anxiety ("psychological or psychiatric problems : mental anguish\ psych injury"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal. Bleeding"), vaginal infection ("bladder/urinary problems: vaginal infection"), urinary tract infection ("uti") and post procedural complication ("post removal complication"). The patient was treated with surgery ((B)(6) 2009 left coil only; unilateral salpingo-oophorectomy - left side removed and left coil only; unilateral salpingo-oophorectomy - left side removed). At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, vaginal infection and urinary tract infection had resolved and the salpingitis, vaginal haemorrhage, menorrhagia, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, salpingitis, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff, currently has a right side coil placed in, however, planning for a removal. Received treatment for pain- pelvic/ abdominal, chronic, general abnormal. Bleeding, vaginal infection and uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Impression: complete occlusion of the bilateral fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : chronic salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Outcome of the events relating to bleeding and bladder/urinary problems updated to recovered/resolved. New reporter was added. Fup 4 and fup 5 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and salpingitis ('chronic salpingitis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia and abdominal adhesions. Concurrent conditions included rheumatoid arthritis, gerd, hypertension, endometriosis, oligomenorrhea, hydrosalpinx, ovarian cyst, fever, flu-like symptoms and transaminases increased. Concomitant products included esomeprazole since 2018, hydrochlorothiazide since 2016, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), depression ("psychological or psychiatric problems : depression\ psych injury") and anxiety ("psychological or psychiatric problems : mental anguish\ psych injury"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal. Bleeding"), vaginal infection ("bladder/urinary problems: vaginal infection"), urinary tract infection ("uti") and post procedural complication ("post removal complication"). The patient was treated with surgery (vaginal hysterectomy, right salpingectomy,). At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, vaginal infection and urinary tract infection had resolved and the salpingitis, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, heavy menstrual bleeding, pelvic pain, post procedural complication, salpingitis, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff, currently has a right side coil placed in, however, planning for a removal. Received treatment for pain- pelvic/ abdominal, chronic, general abnormal. Bleeding, vaginal infection and uti discrepancy noted on essure removal date -(B)(6) 2019, as per mr. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Impression: complete occlusion of the bilateral fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : chronic salpingitis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-may-2021: mr received. Reporter information and rcc was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), salpingitis ('chronic salpingitis') and genital haemorrhage ('general abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia and abdominal adhesions. Concurrent conditions included rheumatoid arthritis, gerd, hypertension, endometriosis, oligomenorrhea, hydrosalpinx, ovarian cyst, fever, flu-like symptoms and transaminases increased. Concomitant products included esomeprazole since 2018, hydrochlorothiazide since 2016, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6)2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems : depression\ psych injury") and anxiety ("psychological or psychiatric problems : mental anguish\ psych injury"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant) and vaginal infection ("bladder/urinary problems: vaginal infection"). The patient was treated with surgery ((B)(6)2009 left coil only; unilateral salpingo-oophorectomy - left side removed). At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage and vaginal infection had resolved and the salpingitis, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, salpingitis, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff, currently has a right side coil placed in, however, planning for a removal. Received treatment for pain- pelvic/ abdominal, chronic, general abnormal. Bleeding, vaginal infection diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: essure device was successfully occluded. Impression: complete occlusion of the bilateral fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain concerning the injuries reported in this case, the following ones were described in patient¿s medical records : chronic salpingitis quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: reporters were added. New events- abdominal pain, general abnormal. Bleeding, vaginal infection, were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and salpingitis ('chronic salpingitis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia and abdominal adhesions. Concurrent conditions included rheumatoid arthritis, gerd, hypertension, endometriosis, oligomenorrhea, hydrosalpinx, ovarian cyst, fever, flu-like symptoms and transaminases increased. Concomitant products included esomeprazole since 2018, hydrochlorothiazide since 2016, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((B)(6) 2009 left coil only; unilateral salpingo-oophorectomy - left side removed). At the time of the report, the pelvic pain, salpingitis, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, salpingitis and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff, currently has a right side coil placed in, however, planning for a removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Impression: complete occlusion of the bilateral fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain concerning the injuries reported in this case, the following ones were described in patient¿s medical records: chronic salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2019: pfs and mr received: new event added: abnormal bleeding (vaginal), menorrhagia, mental anguish, depression, chronic salpingitis. Reporter information, medical history, lab data, concomitant drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.